Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, b30 occurs, and no image is displayed. In addition, there was dirt on the light guide cover glass. Causes for corrosion of the electrical plug and dirt on the light guide cover glass were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited a b30 scope communication error, no image, corrosion on the electrical contacts, and dirt on the light guide cover glass. There was no patient involvement.